Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove defective device") in a female patient who had essure inserted for birth control. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included c-section, multi gravida, parity 4 and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: nitrofurantoin. Concurrent conditions included depression, adhd, dependence on opiates, anxiety, fibromyalgia, bladder infection, kidney infection, genital herpes, back pain, pyelonephritis acute, dysmenorrhea, menses irregular, dyspareunia, post-traumatic stress disorder, smoker, endometriosis, adenomyosis and pelvic adhesions. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera) and methylphenidate hydrochloride (ritalin). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced urinary tract infection ("chronic urinary tract infections"). In april 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal") and menorrhagia ("menorrhagia"). In july 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomina pain"). The patient was treated with antibiotics, gabapentin, norethisterone acetate (norethindrone acetate), progesterone (progestin) and surgery (hysterectomy with bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection outcome was unknown and the vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: there were 4 coils noted on the left and approximately 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. Abnormal bilateral renal nephrograms most likely due to pyelonephritis, greater on the left. 2. Postoperative changes from gastric bypass. 3. No urinary calculi.. Pathology test - on (B)(6) 2017: there is an 8.5 x 0.6 cm unremarkable right fallopian tube which contains a 3.2 x 0.2 cm metal coil in the proximal lumen. There is an 8.0 x 0.5 cm unremarkable left fallopian tube which contains a 3.1 x 0.2 cm metal coil in the proximal lumen.. Urogram - on (B)(6) 2017: no findings identified to account for hematuria. Left adnexal cystic lesion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter's information was added. Deleted event medical device removal. Events added: abnormal bleeding: vaginal, menorrhagia, infection: chronic urinary tract infections, pelvic pain, abdominal pain, essure confirmation test not conducted. Event outcomes were updated. Treatment drugs, concomitant diseases, concomitant drugs, lab data, historical conditions were added. Incident~~ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.